Event description:
It was reported to boston scientific corporation on (B)(6), 2008 that a c.r.e. Balloon dilatation catheter was used during an esophageal dilation on (B)(6), 2008 (patient gender, age and weight unknown). According to the complainant, after the procedure was completed successfully, the cre balloon was completely deflated. Upon withdrawal, the balloon became stuck inside of the scope where the balloon attaches to the catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable."

Manufacturer narrative:
According to the complainant, the suspect device has been disposed by the user facility and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. (B)(4).